Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the aged deterioration because four years have passed since the manufacturing of the subject device. In addition, there was the possibility that the reported phenomenon was attributed to the external force such as strong rubbing on the subject part in normal use including reprocessing.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the ultrasonic transducer of the subject device was partially peeled off. The service department of olympus (B)(4) checked the subject device and found the reported phenomenon. There was no report of patient injury associated with this event.